Event description:
The pt presented with redness over the pump and swelling over the pump and the catheter incision sites. The pt's white blood count was reported to be elevated and the sed rate was 69. The pt was diagnosed with a staph coag negative infection. The pt was treated with IV antibiotics and pump and catheter explant. The pt outcome was reported as "no problems."